Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for the same patient involving two lot numbers of the same product, both reported as contributing to the event. An additional report will be filed under (B)(4) for the description of the second lot number. (B)(4).

Event description:
As initially reported by an optician, a patient experienced a corneal ulcer during contact lens wear, which recurred once switched to a new pair of contact lenses. The patient consulted a physician and her condition was noted as improving. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. This is the second of two reports for the same patient involving two lot numbers of the same product, both reported as contributing to the event. An additional report will be filed under manufacturer internal reference number (B)(4) for the description of the first lot number. (B)(4)

Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product, both reported as contributing to the event. An additional report will be filed under manufacturer internal reference number 2017-51185 for the description of the first lot number.

Event description:
Further information received from the optician indicated that the patient was reexamined after 15 days of using new contact lenses. Her condition was reportedly "normal," in good condition with no issues. It was also noted that the patient had scheduled monthly visits with the doctor.